Manufacturer narrative:
Manufacturer's investigation conclusion: the backup system controller, serial number (B)(6), was evaluated due to the reported event of the pump not restarting until external power was connected to the controller after a controller exchange had been performed. The log file provided from the patient¿s backup system controller contained data spanning approximately 1 day within the timeframe of the reported event ((B)(6) 2023 per timestamp). On (B)(6) 2023, the controller was observed to have been properly powered on; external power was connected to the controller before the driveline was connected. The pump restarted and reached the set speed shortly after the driveline was connected. No atypical events were observed throughout the data. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2023-03202. It was reported that on (B)(6) 2023 the patient believed they heard an alarm on the controller but no message was displayed. The log file showed that the patient lost power on (B)(6) 2023 and the emergency backup battery (ebb) engaged for support at 1:25 pm. The patient then switched to battery power at 1:32 pm. Log files also showed that at 6:48 pm on (B)(6) 2023, the patient was on battery power when the black power cable was disconnected. This disconnection caused a power cable disconnect alarm. At 6:49 pm, the driveline was disconnected, and the pump stopped as a consequence. The system controller continued to alarm until 6:51 pm. The patient exchanged their system controller. The new controller was not started until 7:30 pm, about 40 minutes after the old controller was disconnected. The patient connected the new controller to the driveline but did not connect to external power. The pump did not restart until external power was connected. The patient then connected to their mobile power unit (mpu) at 11:31 pm and changed to batteries at 7:19 am the next morning. The parameters were stable and the pump had been working as intended since.